Event description:
Philips received a complaint on the dfm100 defibrillator indicating that the paddle test failed. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the high voltage capacitor which was sent to customer for their instillation. The device remains at the customer site and no further evaluation is warranted at this time.